Manufacturer narrative:
Product complaint #: (B)(4). (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat degenerative joint disease. The patella was resurfaced and competitor cement was utilized. The procedure was completed without complications. Patient received right knee revision due to pain and flexion instability secondary to loosening and subsidence of the tibial tray. Upon entering the joint, the surgeon confirmed that the tibial tray was loosened and debonded at the cement to implant interface. The femoral component was well-fixed but revised. The patella was well fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received competitor revision components utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a previous DHR review was conducted (B)(4) for smartset gmv 40g us eo, product code 545050501, lot number 8151362. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.